Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0pweg, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had an expired implantable neurostimulator (ins) implanted. The ins was implanted on (B)(6) 2015, but it had reached its use by date (ubd) on (B)(6) 2014.